Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the balance guide wire met resistance with associative devices during advancement and removal of the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The used guide wire was not returned and may have helped to determine the root cause of the resistance during the procedure. Sterile samples from the same part and lot number were returned and tested, with no deficiencies found related to design, manufacturing or labeling. The lot history record was reviewed and identified no manufacturing nonconformities that were related to the failure mode. A review of the complaint handling database found 2 similar incidents from this lot. These devices will continue to be monitored.